Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead was "poorly functioning." A request for additional information was made but not received. The lead was capped and no patient complications have been reported as a result of this event.